Manufacturer narrative:
B5-additional information: "higher total astigmatism more due to lental astigmatism; vod=0.05cc+5.50x90=0.1." Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -3.0/+4.5/178 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. Refractive suprise, residual astigmatism, and blurred vision was reported. The lens remains implanted. The cause is reported as device: preoperative and postoperative course was smooth without any complication.